Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was cracked after getting hit by a door. The customer reported that a blotch was occurred on the screen. The customer's blood glucose was 275 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform the displacement test due to cracked and bleeding lcd.